Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was at 39 mg/d at the time of the call. The customer stated that the sensor did not work which caused the low blood glucose. The customer later stated that the insulin pump works as designed and that they did not want to trouble shoot the issue. The customer was shipped replacement sensors. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.